Event description:
It was reported by the plaintiff's attorney that, on an unspecified date, the plaintiff was implanted with an "ams elevate anterior & apical prolapse repair system" to treat pelvic organ prolapse. The plaintiff's attorney alleges that the plaintiff has experienced "significant mental and physical pain and suffering, has sustained permanent injury" and "severe personal injuries, pain and suffering, severe emotional distress" as well as other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.